Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion a supplemental report will be filed.

Event description:
It was reported that bd nexiva single port broke at the hub. The following information was provided by the initial reporter: follow up pivc day 1- staff nurse says she has had a couple of catheters that broke off at hub when trying to take vacutainer off. IV was removed with cath intact. She had to stick patient again for an IV. She could not give an exact day this occured. It has been in last 6 weeks. Response received 08 nov 2023 I do not have packaging or batch number for nexiva product. There were only 2 occurrences that I am aware of. It was not an urgent or life saving event. No permanent damage and no harm to patient. No surgical intervention needed. I do not have a picture.